Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the jaws of the reload did not open at all, not involving tissue and the device was difficult to load. The reported issue not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the surgeon was going to ligate the splenic vein during an open distal pancreatectomy, the scrub tech loaded the reload properly but the jaws would not open when they tried to reopen it to complete the cycle test. The graphic on the screen showed the ticker but again, it could not open. There was a problem loading the reload onto the adapter. They had to take the adapter and handle apart to finally unload the reload. The reload did not go into the patient as it was on the back table. They got a new reload and everything went fine and fired correctly.